Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted: (B)(6) 2012; 4968-35 lead, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead had no capture in bipolar or unipolar, and sensing was low. The lead was turned off and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.